Event description:
The customer contacted the siemens technical solutions center after obtaining discordant creatinine and urea nitrogen results for three patient samples on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that quality controls and patient samples had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for high sensitivity c-reactive protein (hscrp), total bilirubin (tbil), direct bilirubin (dbil), tobramycin (tobr), phenytoin (ptn), folate (fol), digoxin (digxn), vancomycin (vanc), thyroid stimulating hormone (tsh), prolactin (prl), follicle stimulating hormone (fsh), ferritin (ferr), estradiol (e2), and human chorionic gonadotropin (bhcg) were within range despite being dispensed onto other qc material. Additionally, it was discovered that patient samples tested for prealbumin (prealb), tsh, free thyroxine (ft4), triglycerides (trig), glucose (glu), creatinine (crea), carbon dioxide (co2), cholesterol (chol), calcium (ca), urea nitrogen (bun), albumin (alb), total protein (tp), high density lipoprotein cholesterol (hdlc), tbil, aspartate aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alp), sodium (na), potassium (k), chloride (cl), phosphorous (phos), and crea had been dispensed into aliquot wells containing qc material. The initial results were reported to the physician(s). The rerun results for two samples are known. The samples were sent to another facility for retesting, and the other rerun results are unknown. It is unknown if the rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the qc or patient samples being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions (B)(4) during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.